Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis, it was reported that there were no anomalies found and there was there was blood/fluid on all conductors (non-obstructing). The full lead was returned for analysis.

Event description:
It was reported that during the implant, the lead was unable to cannulate coronary sinus and dislodged. The lead was not in use and replaced. No patient complications have been reported as a result of this event.